Event description:
A patient reported their one touch profile meter was inaccurately high. They were showing normal blood glucose based on a lab test and showing high blood glucose based on the meter readings. The result on their meter was 412, 380, and 280mg/dl. The result from the lab was unknown. The time difference between patient's meter and lab was unknown. Patient recieved a one touch ultra meter from kaiser. No further information has been reported.